Event description:
It was reported the distal tip of the guidewire had detached in the microcatheter during attempts to access the a1 branch of the anterior cerebral artery. Both the guidewire and microcatheter were removed as one unit. There was no impact or consequences to the patient.

Event description:
It was reported the distal tip of the guidewire had detached in the microcatheter during attempts to access the a1 branch of the anterior cerebral artery. Both the guidewire and microcatheter were removed as one unit. There was no impact or consequences to the patient.

Manufacturer narrative:
(B)(4) - the reported event of device tip broken. Additional information was requested from the user facility. From the responses received it was determined that no defects or resistance were experienced prior to this event, continuous flush was maintained and some tortuosity was noted during the case although it is unknown if this was a contributing factor.

Manufacturer narrative:
The complainant identified two lots that could have been associated with this event. A device history record review for both lots confirmed the devices met all material, assembly and performance specifications. Visual inspection of the returned device confirmed it was fractured approximately 200.3 cm from the proximal end and kinks were observed 34.5 cm, 43 cm and 66 cm from proximal end. Scanning electron microscopy analysis revealed the fractured site exhibited several transversal cracks and evidence of fatigue striations they determined were due to a fatigue event. No other anomalies were noted. Based on the investigation findings and information provided, the root cause was determined to be operational context.